Event description:
It was reported that the procedure was to treat a lesion located in the proximal right internal carotid artery that was moderate to severely calcified and 70-80% stenosed by cta, greater than 80% by duplex. When the emboshield nav6 filter was retrieved, the patient had a stroke; the stroke was ischemic, multi focal, ipsilateral to the intervention. Treatment was clopidogrel and acetylsalicylic acid (asa), intensive care unit speech and physical therapy (pt), occupational evaluation with discharge on clopidogrel and eliquis without asa for his long-standing atrial fibrillation (afib). The patient has recovered. Md does not attribute this completely to an issue with the nav6. The patient has a history of atrial fibrillation and was not on plavix, which the physician believes caused the incident. No additional information was provided.

Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of stroke is listed in the emboshield nav6 instruction for use (IFU), as a known possible adverse event potentially associated with carotid stents and embolic protection systems. Based on the case information, a conclusive cause for the reported patient effect resulting in treatment with medications and prolonged hospitalization, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.